Event description:
It was reported that the cartridge was not fully snapping into the pump. There was no adverse impact to the customer's blood glucose level. The customer resolved the issue by removing an o-ring from the pneumatic tap and successfully completed the load sequence.